Event description:
It was reported that a folfusor leaked from the fill port during filling. The device was being filled with a solution of glucose. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual examination of the unit noted a leak. The leak was due to the delivery tubing separating from the solvent-bonded junction of the stress member. Examination of the detached end of the tubing found an inadequate amount of solvent on the tubing. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.